Event description:
The customer stated that during a laparoscopic hysterectomy, the surgeon was sealing broad ligaments with no issue. The surgeon then moved to the uterine ligaments and began to seal. An endtone was heard, signaling a completed seal, and a cut was made. However, no seal had been made and the cut area began to bleed. Blood loss was approximately 1200cc.

Manufacturer narrative:
(B)(4). The product sample was discarded by the site. Without the sample, a detailed investigation could not be performed. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications. If additional information is obtained or the sample is returned, we will re-open this investigation. The IFU states that prior to cutting the seal, the surgeon may inspect the vessel or tissue to ensure proper fusion. A representative from covidien has also spoken with the surgeon regarding this incident.